Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when attempting to decrease stimulation, it will be at 2.0 and then drop to 0.2. Pt stated they spoke with a mdt rep and was instructed to contact patient services (ps) for assistance. Ps walked pt through resetting their controller. After the reset, pt confirmed they were able to decrease the intensity and everything seemed to be working as intended. Ps instructed pt to monitor the issue and call back if the issue returns. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.